Manufacturer narrative:
The reported event of device anomaly or break was not confirmed. The device was received with normal outputs and normal telemetry communication. Electrical and mechanical tests performed including output verification and physical evaluation did not identify any anomaly or functional issues. Longevity assessment found the device was operating at normal voltage level, with appropriate remaining longevity.

Event description:
It was reported a patient's pacemaker presented with a mechanical breakdown. The device was explanted and replaced in a procedure on (B)(6) 2025. Post-procedure the patient status was unknown.